Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) underwent a right ventricular and left ventricular threshold testing. The local field representative stated that the wand was over the device but telemetry was lost. The patient is reported to be pacer dependent and asystole of about two seconds was noted. There were no adverse patient effects. The device remains in service.